Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to review therapy. The total ultrafiltration(uf) was 1557ml, cycle 5 uf of 2436ml, cycle 4 uf of -213, cycle 3 uf of -231ml, cycle 2 uf of -193ml, and cycle 1 uf of -242ml. The hp got up, had a bowel movement, and then drained. The hp stated no alarms occurred. The therapy was continuous cycle peritoneal dialysis with a total volume of 10000ml, fill volume of 2000ml, and last fill volume of 0ml. The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The tsr reviewed the possible causes for the alarm. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was undetermined.